Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed button error. The customer's blood glucose was 95 mg/dl. She stated that she was trying to give herself a bolus when she found that none of the buttons worked except the up arrow button. The customer did not observe any significant events leading to the keypad issues. She stated that the button error alarm occurred during the troubleshoot procedure for the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The pump was received with a cracked reservoir tube lip.